Manufacturer narrative:
Concomitant medical product: (lot # a4l554). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, fascia/ muscle very thin and weak, attenuated fascia, and pain. Post-operative patient treatment included revision surgery, excess sac removed, and hernia repair with new mesh.